Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects inside the nozzle and had an e315 scope communication error. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation and the information provided, foreign material in the nozzle was organic silicone. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. In addition for the phenomenon of error code e315 appeared due to moisture on the printed circuit board of the scope connector by submersion, and that the image noise was not reproduced since the moisture was dried. For the cause of the scope connector submersion, it was possible that the scope connector was submerged from the universal cord since liquid leakage on the universal cord was confirmed. The event can be detected/prevented by following the instructions for use which state: (disinfection/cleaning/sterilization section), chapter 5, endoscope reprocessing, ¿chapter 5.5 cleaning of external surfaces.¿ cleaning/disinfection/sterilization ¿chapter 5 manual cleaning of the endoscope and endo therapy accessories¿, and ¿chapter 8 storage and disposal¿, please confirm that stain was removed especially from the opening space at the air/water nozzle and the lens when conducting reprocessing. In case the stain was remained, clean it until all the stain was removed, rinse completely and remove residual water in the tube and dry it after cleaning etc. Please check the environment of handling. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the the colonovideoscope exhibited foreign objects inside the nozzle and had an e315 scope communication error. There were no reports of patient harm.